Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was intended to be implanted within a patient. According to the complainant during the procedure, the handle broke into two pieces during deployment. As a result, the stent was unable to be deployed. The device was removed, and the procedure was completed with another wallflex enteral colonic stent. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted. The following information was reported to boston scientific on (B)(6), 2010. The patient underwent a colonic stenting procedure within the left colon on august 5, 2010. The patient had a five to six centimeter lesion as a result of obstructive colon cancer. The anatomy was not tortuous, and the scope was not in a retroflex position during deployment. There were no complications reported as a result of this event. The patient's condition post procedure was reported as 'palliative'.

Manufacturer narrative:
A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, from the information available this device may not have been used per the directions for use (dfu) / product label. The dfu / product label states "to begin stent deployment, immobilize the hub handle in one hand and grasp the exterior tube handle with the other hand. Gently slide the exterior tube handle back along the stainless steel tube towards the hub handle." However, the complaint states that "the crank to push did not work". The dfu indicates that no section of the device should be pushed. The most probable root cause of the reported issues is operational context.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was intended to be implanted within a patient. According to the complainant during the procedure, the handle broke into two pieces during deployment. As a result, the stent was unable to be deployed. The device was removed, and the procedure was completed with another wallflex enteral colonic stent. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.